Event description:
The patient was undergoing a thrombectomy procedure using a neuron max 6f 088 long sheath (neuron max) and a guidewire. During the procedure, after completing multiple passes using the neuron max, the physician fractured the neuron max at the proximal end near the hub. Therefore, the neuron max was removed. The procedure had ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned neuron max confirmed that the catheter was fractured. Based on the reported event, the device was used to complete multiple passes before it fractured. The manipulation of the catheter during subsequent use, may have contributed to the fracture. Further evaluation revealed kinks in the catheter shaft. This damage was incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.